Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with polyflux 17l apac, an external fluid leakage was detected at the cap. There was no patient injury or medical intervention associated with this event. No additional information is available.